Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the right common femoral artery prior to a abdominal aortic aneurysmectomy procedure (aaa). Reportedly, a cuff miss occurred with three proglide devices during the pre-close. A cut-down was completed following the aaa procedure to close the vessel. Scar tissue was noticed during the cut-down, but was not visible on the angiogram. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The anterior cuff, needle tip and plunger were not returned. The complete suture had been pulled distally out of the device. The posterior cuff remained in the foot pocket with its tabs intact. The link was broken at the anterior cuff when the suture removed was removed. During testing, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The posterior cuff was ejected during testing. Based on the investigation findings, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. These findings are consistent with and confirm the reported cuff miss experienced during use. No needle strike marks were detected at the posterior foot pocket. This indicates the needle was deflected away from the pocket during deployment. When the plunger was removed from the device the suture would not be present. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the cuff miss experienced appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.